Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 35 mg/dl. The customer stated they treated their low blood glucose with juice. Customer then stated they had passed out and woke up with a high blood glucose of 428 mg/dl. The customer declined to have the paramedics called. It was found the customer was feeling dizzy with blurred vision due to their blood glucose. Customer declined to troubleshoot for their blood glucose. Customer's blood glucose was 444 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.